Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a plate and screws was broken after a month post-op. This report is for an unknown screw. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.